Event description:
Hospital reported higher than expected dvt rates during use.

Manufacturer narrative:
Initial inspection of devices returned exhibited blood clots although no specific device related cause was identified. The device history record review confirms that the device met all material, assembly and performance specifications.